Event description:
(B) (6) dental technician, (B) (6), reported that a jb-70 intraoral unit, (B) (4), automatically exposed once when the unit was powered "on". The system was then locked up and could not make additional exposure unless it's powered off and on again. It was due to a malfunctioning push button on the display board. The dental assistant, (B) (6), powered on the unit approximately two times before she placed a service call to (B) (6)

Manufacturer narrative:
A design change which altered a capacitor value was implemented to prevent exposure switch overloading and arcing in (B) (6) 2006.